Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012769567 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A test guidewire was inserted into the returned catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During the inspection of the array segment, foreign material was observed stuck on the tip. In conclusion, the reported catheter kink was not confirmed during analysis. The catheter failed the returned product inspection due to the presence of foreign material on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a product issue occurred when a tight right inferior pulmonary vein kinked the tip of the catheter, resulting in damage to the catheter and preventing the wire from passing through. The case was completed. No patient complications have been reported as a result of this event.